Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Guided through turning device off and on and skipping low reservoir alarm. Restarted therapy. Advised if this alarm persisted the device would need to go to biomed. Per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting non-recoverable alarm 64 (unable to enable pump power - control processor). Guided through turning device off and on and skipping low reservoir alarm. Restarted therapy. Advised if this alarm persisted the device would need to go to biomed. Per follow up information received via task on 06feb2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting non-recoverable alarm 64 (unable to enable pump power - control processor). Guided through turning device off and on and skipping low reservoir alarm. Restarted therapy. Advised if this alarm persisted the device would need to go to biomed.